Event description:
Following implantation of a 10-level deformity construct, a post-operative separation of the rods from iliac connector was reported. Date of initial surgery, exact event date and date of revision surgery are unknown.

Manufacturer narrative:
(B)(4). Revision surgery occurred on or around (B)(6) 2012. The affected components have not been returned to nuvasive for evaluation. The surgeon reported that a fracture in the s1/iliac bodies occurred and contributed to the separation of the rod from the iliac connector. Root cause of the reported event has not been determined. Should the product be returned, investigation will resume and any relevant information will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."